Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. Sometime later post port placement, it was reported that the catheter was allegedly experienced issues with flushing. It was further reported that the catheter was found to be fractured. Reportedly, the catheter was migrated into the patient's heart. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. Two images were provided for review. As per image the catheter has fractured, and the distal segment has migrated toward the right heart. Therefore, the investigation is confirmed for the reported catheter fracture, migration, difficult to flush and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port. Sometime later post port placement, it was reported that the catheter was allegedly experienced issues with flushing. It was further reported that the catheter was found to be fractured. Reportedly, the catheter was migrated into the patient's heart and patient experienced pain and swelling. The current status of the patient was unknown.